Event description:
Pacemaker lead coil stretched out during pacemaker implant. It is unknown if the coil caught on the sheath going into the body or if the coil stretched during deployment of the lead in the heart. No harm, lead removed and replaced with same and procedure finished without any patient complications.